Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the device alarmed motor error alarm. Customer's blood glucose was 122 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.